Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer.

Event description:
A customer contacted physio-control to report that their device detected a shockable ECG rhythm for a patient who was conscious and breathing. The patient associated with the reported event was not harmed.